Event description:
Smoke developed due to the storage coil l6 in the gradient cabinet overheating and the fire department was called in. A firefighter with respirator was caught by the magnetic field and drawn into the magnet bore. The magnet was quenched and the firefighter was removed.